Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient have been seen routinely in clinic for an alert of "hv circuit damage" indicating patient may have had an sosd. A cap maintenance test indicated that this was a false flag and the device was still functioning normally. The device status was restored to normal. Patient was fine after the download, and throughout the proceedings, and will be followed up normally.